Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported positioning failure of inability to curve the sgc. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 5 functional tricuspid regurgitation (tr), a eustachian valve, and a 5 leaflet valve for a triclip procedure. The first triclip steerable guide catheter (tsgc) tip was unable to straighten while adding minus knob to help gain height in the right atrium. The tsgc was removed and replaced. One clip was implanted commissural on the anterior and septal (a/s) leaflets. A second clip was attempted to implant on mid/central a/s, but due to a widening coaptation gap and a lot of chordae, the clip could not be implanted. The clip was attempted to implant on multiple locations, but the anatomy was challenging. The clip interacted with the chordae, and was easily removed without causing damage. The tr was reduced to grade 4. There were no adverse patient effects.